Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. Upon receipt, it was evident that the unit had suffered an impact, as a corner of the housing was cracked. A heatsink on the ac/dc power supply board had fallen on top of the daughter board, which shorted a circuit and caused the unit to shut off intermittently, as reported by the user. In addition, it was noted that the input temperature probe was dirty. The temperature probes should be cleaned before or after each use, according to the service and preventive maintenance schedule provided in the operator's manual. The routine maintenance instructions provided in the operator's manual instructs the user: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." There was no patient injury reported. The manufacturing records for this serial number were reviewed and nothing notable was observed. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the touch screen was changing the flow rate and then shut off by itself.